Event description:
A surgeon reported a case of posterior capsule tear, extending into the anterior capsule through the capsulotomy edge, after laser assisted cataract surgery was performed on a right eye. This tear was observed during the phacoemulsification stage, after the last segments of the nucleus were removed. The surgeon tamponaded the vitrous with a viscoelastic, performed anterior vitrectomy and cortex removal (via vitrectomy hand piece) and chose to defer to a separate intraocular lens implantation procedure. Surgeon believes that posterior capsule tear occurred while finishing hydro dissection, as initially retro lenticular gas bubble was moving around, then she felt a "pop" and noticed that the bubble had disappeared. It was also relayed, that prior to the laser procedure there were three docking attempts by user, and the laser portion was completed as planned, after the third successful docking attempt. Upon f/u, reporter indicated a choroidal detachment had occurred, which is resolving, and intraocular lens implantation will be completed upon resolution. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).